Manufacturer narrative:
The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.a review of the device's manufacturing records was not possible since the serial number of the sensor was not available. The sensor was inserted on 25 novemeber 2024 and the patient noticed symptoms on 26 november 2024 that the insertion site was swollen and still bleeding. The patient went to the hospital where the hcp confirmed that wound was infected. The hcp prescribed antibiotics. The patient remained unresponsive to further follow up attempts and as a result, no further information is available.this incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where patient developed infection at the insertion site. The sensor was inserted on (B)(6) 2024. The patient noticed that on (B)(6) 2024, the arm became swollen and the insertion site was bleeding. The patient went to a hospital where the hcp confirmed the infection and prescribed antibiotics.